Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
A customer contacted cardinal health to report that her mother-in-law had had surgery and that they had put in a "jackson pratt wound drainage reservoir. The hose comes loose and the drain comes loose and then falls off." Customer later reported that her mother-in-law developed a serious infection that she believes, is the result of the tubing coming loose.